Manufacturer narrative:
9/2/1998-supplemental report #1 sent to FDA.

Event description:
During a laparoscopic cholecystectomy procedure, the clips jammed. The surgeon applied another device without pt injury.